Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that noise appeared in the image using this camera head. There were no reports of patient or user harm associated with this event.

Event description:
The customer reported to olympus that noise appeared in the image using this camera head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the coupler was loose and a cracked on the side of the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the crack on the side of the video connector indicates that the video connector was subjected to a shock. We assume that the internal ccd temporarily malfunctioned, resulting in the generation of image noise. A definitive root cause cannot be identified. A device history review (DHR) review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.